Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Implanted: unk. Explanted: unk. Device evaluation: lens was returned in vial, in liquid. Visual inspection found optic and haptic torn. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a cc4204a +24.0 diopter, intraocular lens was torn. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).